Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly, fluctuating and, the battery would not charge. Subsequently, the pump shutdown. The customer experienced a blood glucose level that ranged from 450-"high." Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.